Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer states that a physician is questioning the difference between capillary drawn and venous drawn samples from an infant patient (#1). Capillary results were as follows: date: 2007, time: 14:14, result (mgdl): 17.8; date: 10 days later, time: 20:20, result (mg/dl): 23.0; date: 2007, time: 22:45, result (mg/dl): 14.1; date: next day, time: 06:00, result (mg/dl): 13.1; date: same day, time: 18:00, result (mg/dl): 11.0; date: next day, time: 00:23, result (mg/dl): 8.2 (venous draw). No apparent issues could be identified for the difference between the capillary and venous draws. An investigation is pending. There is no impact to patient management reported.